Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on back, under left breast and some chaffing under their armpits. Patient described the area as red bumps. Patient reports history of nickel allergy. The patient's dermatologist prescribed a lotion for the skin irritation. Follow up indicated that the lotion helped the skin irritation to improve.